Event description:
It was reported that the patient presented in clinic. A device interrogation found that their right ventricular (rv) and right atrial (ra) leads exhibited failure to capture. A chest x-ray was performed and revealed that both the rv and ra leads were dislodged due to twiddler's syndrome. The rv and ra leads were both explanted and replaced. The patient was stable throughout.